Event description:
It was reported that the customer¿s biomedical engineer had observed an issue with the cardiosave intra-aortic balloon pump not being able to charge battery #1. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The getinge field service engineer (fse) that had evaluated the iabp reported that the battery was replaced to fix the issue and the iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Analysis of production: (3331/131) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that the customer¿s biomedical engineer had observed an issue with the cardiosave intra-aortic balloon pump not being able to charge battery #1. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed the reported issue. The fse swapped out the battery, but still the iabp unit did not charge the battery. The fse then replaced the power management board, which did not correct the issue. Subsequently, the fse attempted to charge the battery on another iabp unit, but the battery would still not charge. Repairs are ongoing, and a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the customer¿s biomedical engineer had observed an issue with the cardiosave intra-aortic balloon pump not being able to charge battery #1. There was no patient involved, and no adverse event was reported.